Event description:
A surgeon reports that a patient developed an intraocular infection diagnosed two days post intraocular lens (iol) implant surgery. Streptococcus oralis was cultured. The report indicates that the patient's eye was lost. Additional information has been requested.

Event description:
Add'l info provided by the surgeon indicates the pt experienced pain and hypopyon and a vitrectomy was performed. The pt was given an intra venous injection and oral antibiotics. The surgeon stated the most probable cause of the infection was a post op self-contamination by the pt who had probably rubbed his eye (ent germ). The latest info indicates the pt did not lose their eye, but did lose their vision.